Event description:
It was reported that the device would not pass the user tests and was displaying an active service light. The customer's biomed also observed an error code logged in memory that indicates a potentially critical failure. It was indicated that this same error code was logged multiple times during the past year. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control recommended the replacement of the power pcb assembly and provided customer with the part number and ordering information. The customer biomed later confirmed that after replacing the power pcb assembly proper device operation was observed through functional and performance testing. The device was placed back into the service for use. The removed assembly was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.